Manufacturer narrative:
The customer reported that a bsm (bedside monitor) had communication loss with the cns (central network station) due to a bad nic. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a bsm (bedside monitor) had communication loss with the cns (central network station) due to a bad nic.

Manufacturer narrative:
Manufacturer narrative: the customer reported that a bsm (bedside monitor) had communication loss with the cns (central network station) due to a bad nic. The device was never sent in for evaluation as the problem was resolved by exchanging the nic. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.